Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs / perforation (other) / location of the perforation: uterus, one of coil was embedded'), device expulsion ('migration of implant / malposition of essure device location of device: uterus/ 1st time I was told one of the tubes were open. 2nd time I was told one of the coils was not where it was supposed to be/myometrial dislocation and removal of forigen bod'), device breakage ('device breakage'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy (no complications)'), autoimmune disorder ('autoimmune disorders'), sjogren's syndrome ('sjogren syndrome'), nephrolithiasis ('she do have kidney stones'), haemorrhage urinary tract ('bigs clots and lots of blood in urine') and neoplasm malignant ('she had cancer') in a 39-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, urinary tract infection, multigravida and parity 4 (B)(6)1997, (B)(6)1999, (B)(6)2009, (B)(6)2011). *plaintiff learned she were pregnant: 2010 by home pregnancy test. (B)(6)2011 and (B)(6)2015 :hysterosalpingogram : 1st time I was told one of the tubes were open. 2nd time I was told one of the coils was not where it was supposed to be. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;etonogestrel (nuvaring), levothyroxine sodium (synthroid) and sumatriptan (imitrex). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced the first episode of fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced urinary tract infection ("urinary tract infection"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), haemorrhage urinary tract (seriousness criterion medically significant), pain ("pain"), ovarian cyst ("ovarian cyst"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), intervertebral disc protrusion ("MRI that showed bulging disc (inflammation) in her lower spine"), feeling abnormal ("her brain fog seems to have lifted"), costochondritis ("just diagnosed with costochondritis"), chondropathy ("inflammation of the cartilage that connect the ribs to the sternum"), dry eye ("her eyes are dry"), ocular hyperaemia ("her eyes are red all the times"), the second episode of fatigue ("her fatigue,pain, numbness, mental fogginess and lack of motivation became worse"), hypoaesthesia ("her fatigue,pain, numbness, mental fogginess and lack of motivation became worse"), mental impairment ("her fatigue,pain, numbness, mental fogginess and lack of motivation became worse"), apathy ("her fatigue,pain, numbness, mental fogginess and lack of motivation became worse"), anger ("makes her so angry that she was suffering like this"), post-traumatic stress disorder ("she have ptsd from getting uti") and rash ("I believe they are consistent with having allergies, which I have a ton of") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and underwent ablation in 2013). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device expulsion, device breakage, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, autoimmune disorder, sjogren's syndrome, nephrolithiasis, haemorrhage urinary tract, pain, ovarian cyst, cystitis, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, dyspareunia, abdominal pain, neoplasm malignant, intervertebral disc protrusion, feeling abnormal, costochondritis, chondropathy, dry eye, ocular hyperaemia, the last episode of fatigue, hypoaesthesia, mental impairment, apathy, anger, post-traumatic stress disorder and rash outcome was unknown and the urinary tract infection, migraine and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anger, apathy, autoimmune disorder, back pain, bladder disorder, chondropathy, costochondritis, cystitis, device breakage, device expulsion, dry eye, dysmenorrhoea, dyspareunia, feeling abnormal, haemorrhage urinary tract, headache, hypoaesthesia, intervertebral disc protrusion, menorrhagia, mental impairment, migraine, neoplasm malignant, nephrolithiasis, ocular hyperaemia, ovarian cyst, pain, post-traumatic stress disorder, pregnancy with contraceptive device, rash, sjogren's syndrome, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: one coil did not enter tube properly, doctor had to start over on one side with a new coil. On date (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion; on (B)(6)2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she had cancer, lower back pain, MRI that showed bulging disc (inflammation) in her lower spine, her brain fog seems to have lifted, just diagnosed with costochondritis, inflammation of the cartilage that connect the ribs to the sternum, her eyes are dry, her eyes are red all the times, she do have kidney stones, her fatigue,pain, numbness, mental fogginess and lack of motivation became worse, makes her so angry that she was suffering like this, she have ptsd from getting uti, bigs clots and lots of blood in urine quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received events "she had cancer, lower back pain, MRI that showed bulging disc (inflammation) in her lower spine, her brain fog seems to have lifted, just diagnosed with costochondritis, inflammation of the cartilage that connect the ribs to the sternum, her eyes are dry, her eyes are red all the times, she do have kidney stones, her fatigue,pain, numbness, mental fogginess and lack of motivation became worse, makes her so angry that she was suffering like this, she have ptsd from getting uti, bigs clots and lots of blood in urine" were added. On 2-oct-2019: pfs received concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on (B)(6) 2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure inserted and had perforation of organs (interpreted as uterine perforation), migration of implant and autoimmune disorders and underwent a hysterectomy. The surgery to remove essure was performed approximately 6 years after essure insertion. Uterine perforation and device dislocation are anticipated events while autoimmune disorder is not anticipated in the reference safety information for essure. Considering that there is a risk of uterine perforation and/or device movement with essure and that in this case no alternative explanation was provided, a causal relationship between these events and essure cannot be excluded. In contrast, considering that essure has mainly a localized action of essure in the fallopian tubes, it is unlikely that essure could have a systemic influence and contribute to the development of autoimmune disorders. This case is regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. As a result of essure implantation she suffered injuries, including: hysterectomy, migration of implant, perforation of organs, pain, ovarian cysts, autoimmune disorders, fatigue. On (B)(6) 2015, she had surgery to remove essure. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure inserted and had perforation of organs (interpreted as uterine perforation), migration of implant and autoimmune disorders and underwent a hysterectomy. The surgery to remove essure was performed approximately 6 years after essure insertion. Uterine perforation and device dislocation are anticipated events while autoimmune disorder is not anticipated in the reference safety information for essure. Considering that there is a risk of uterine perforation and/or device movement with essure and that in this case no alternative explanation was provided, a causal relationship between these events and essure cannot be excluded. In contrast, considering that essure has mainly a localized action of essure in the fallopian tubes, it is unlikely that essure could have a systemic influence and contribute to the development of autoimmune disorders. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / perforation (other) / location of the perforation: uterus"), device expulsion ("migration of implant / malposition of essure device location of device: uterus"), device breakage ("device breakage"), autoimmune disorder ("autoimmune disorders"), pregnancy with contraceptive device ("pregnancy (no complications)"), sjogren's syndrome ("sjogren syndrome"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included migraine, urinary tract infection, gravida ii and parity 4 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2009, (B)(6) 2011). Concomitant products included sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), pain ("pain"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy),surgery (underwent ablation in 2013) and surgery (underwent ablation in 2013). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, device breakage, autoimmune disorder, pregnancy with contraceptive device, sjogren's syndrome, pain, ovarian cyst, fatigue, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the urinary tract infection and migraine had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, autoimmune disorder, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pain, pregnancy with contraceptive device, sjogren's syndrome, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: one coil did not enter tube properly, doctor had to start over on one side with a new coil. On date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Plaintiff learned she were pregnant: 2010 by home pregnancy test. (B)(6) 2011 and (B)(6) 2015 :hysterosalpingogram : 1st time I was told one of the tubes were open. 2nd time I was told one of the coils was not where it was supposed to be. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "pregnancy (no complications), device ineffective, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, sjogren syndrome, bladder problems, urinary problems or changes, migraines, headaches, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain", lab data, lot number, "concomitant" drug added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs / perforation (other) / location of the perforation: uterus"), device expulsion ("migration of implant / malposition of essure device location of device: uterus"), device breakage ("device breakage"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pregnancy with contraceptive device ("pregnancy (no complications)"), autoimmune disorder ("autoimmune disorders") and sjogren's syndrome ("sjogren syndrome") in a 39-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included migraine, urinary tract infection, multigravida and parity 4 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2009, (B)(6) 2011). Concomitant products included sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), pain ("pain"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (underwent ablation in 2013) and surgery (underwent ablation in 2013). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, device breakage, vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, autoimmune disorder, sjogren's syndrome, pain, ovarian cyst, fatigue, cystitis, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the urinary tract infection and migraine had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, autoimmune disorder, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pain, pregnancy with contraceptive device, sjogren's syndrome, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: one coil did not enter tube properly, doctor had to start over on one side with a new coil. On date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion plaintiff learned she were pregnant: 2010 by home pregnancy test. (B)(6) 2011 and (B)(6) 2015 :hysterosalpingogram : 1st time I was told one of the tubes were open. 2nd time I was told one of the coils was not where it was supposed to be. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.